Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/04/2015. The fse found partially plugged vacuum tubing from the differential, diff, waste chamber, vc7. He removed the occlusion by flushing the vacuum tubing at vc7 and the instrument ran without any leaks. While on site, the fse found buildup in the bsv. He removed the buildup in the bsv to the address the dirty bsv. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed a fluid leak of 1 ml from the blood sampling valve, bsv, of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.